Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x38mm xience prime stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2014, a 3.5x38mm and a 4.0x28mm xience prime stent were implanted in the distal right coronary artery lesion. On (B)(6) 2018, the patient started experiencing unstable angina. On (B)(6) 2018, the patient was hospitalized for this angina. Reportedly, the target lesion was visualized with 100% restenosis. Medication was provided and the event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. There was no reported device malfunction. The reported patient effect of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effect(s) of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.